Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2022-apr-05, information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indi cations for use. It was reported that patient wasn't feeling right within the last week or so he guess. Patient stated he checked his setting on the controller and they were 30 and not close to what it use to be. Patient stated a manufacturer representative (rep) came to his house a year ago and did the programming. Patient services (ps) asked patient to navigate the controller, controller shows ins 40% and controller 100% charged and settings are group a. Patient stated he decreased the stimulation from 3.0v to 2.8v, p1- 2.8v, p2, p3, p4. Patient stated he never felt anything since it was programmed. Ps asked patient if he was not getting relief from the therapy since a year ago when the rep programmed the implant and patient said he didn't say that. Patient stated he don't know what the settings supposed to be and he didn't touch the setting. Ps reviewed how therapy function. Ps reviewed ps role and recommend patient consult with hcp ofc for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2022, the patient stated they checked the settings and they all changed to 3.0. Patient stated they did not change the settings. Patient stated they told her the settings changed. Patient has appt on (B)(6) 2022.